Manufacturer narrative:
The complaint received states that this pms enterprise (B)(6) patient underwent a coil embolization procedure assisted with an enterprise vrd ((B)(4)) for cerebral artery aneurysm in ba-trunk. And the same day developed cerebellar infarction with cerebellar ataxia of both the upper and lower right extremities and cerebral thrombosis. This is a (B)(6) male with medical history including prostate cancer. Prior or during the procedure, no thrombus was noted at the site, and the stent was not implanted within thrombus. The enterprise was fully expanded and opposed to the vessel wall after initial and post placement. The occlusion rate of aneurysms was 90% after the procedure. Products utilized during the procedure consisted of launcher guide catheter (medtronic x 2), prowler select plus microcatheter ((B)(4)/lot# unknown), nautica (ev3), chikai 14 guidewire (asahi intecc), gdc 18 coils x21 ( boston scientific), gdc 10 coils x3 (boston scientific), microplex 18coil (terumo, microplex 10 coil (terumo), orbit complex standard coil ( (B)(4)/lot# unknown), ed soft coil (kaneka), ed 14 coil x4 (kaneka 4, microsphere 10 coil (micrus and helipaq 10 coil (micrus). The antiplatelet therapy consisted of aspirin 100mg/day: (B)(6) 2010~, clopidogrel sulfate 75mg/day: (B)(6) 2010~, heparin 5000u: (B)(6) 2010 (during the procedure), and cilostazol 200mg/day: (b0(6) 2010~. The fusiform (B)(4) unruptured aneurysm measurement neck was 26.4mm and the neck to sac ration was 26.4mm/26.4m, and the parent vessel size/diameter proximally was 3.8 mm and distally was 3.7 mm. Antiplatelet therapy was initiated periproceduraly and continued post. The event outcome as of month after onset was ongoing but improved. The physician's commented that the relationship of both events to the enterprise was unrelated. The relationship of the events to the procedure was highly probable because it is considered that due to the coil embolization; the aneurysm became thrombosed and occluded its branching vessel. The modified rankin scale before the procedure was 4, 1 week after the procedure was 4, and 1 month after the procedure was 4, and the act was 125 seconds (pre anticoagulation) and 260 seconds (post anticoagulation). Neither, a cd copy of the procedure nor further information was available. The devices remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots 15065381/14120808 presented no issues during the manufacturing process that can be related to the reported complaint. Additionally, review of lots 15065381/14120808 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cerebral infarction is known potential adverse event associated with neurovascular stent implantation procedures and is listed in the IFU as such. The act of cerebral stent implantation inherently produces a localized vessel injury potentially leading to release of atheromatous material into the downstream flow or vessel spasm in reaction to the introduction of the devices that may slow or completely occlude the blood flow. The introduction of interventional devices and stent implantation may lead to a slowing or stoppage of blood flow to the downstream vessels and structures of the brain, causing infarctions of these structures. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen as per the IFU. Review of the information suggests that patient, procedural and lesion characteristics may have contributed to the reported events. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00403 and 1058196-2011-00404.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that on the day of the coil embolization procedure assisted with an enterprise vrd (enc453712) and an orbit coil for cerebral artery aneurysm in ba-trunk., the patient developed cerebellar infarction and cerebellar ataxia of both the right upper and lower extremities. Antiplatelet therapy was continued. The event outcome as of month after onset was ongoing but improved. The physician's commented that the relationship of both events to the enterprise was unrelated. The relationship of the events to the procedure was highly probable because it is considered that due to the coil embolization; the aneurysm became thrombosed and occluded its branching vessel. The modified rankin scale before the procedure was 4, 1 week after the procedure was 4, and 1 month after the procedure was 4, and the act was 125 seconds (pre anticoagulation) and 260 seconds (post anticoagulation). Prior or during the procedure, no thrombus was noted at the site, and the stent was not implanted within thrombus. The enterprise was fully expanded and opposed to the vessel wall after initial and post placement.

Manufacturer narrative:
The occlusion rate of aneurysms was 90% after the procedure. Products utilized during the procedure consisted of launcher guide catheter (medtronic x 2), prowler select plus microcatheter (606-s255x/lot# unknown), nautica (ev3), chikai 14 guidewire (asahi intecc), gdc 18 coils x21 (boston scientific), gdc 10 coils x3 (boston scientific), microplex 18coil (terumo), microplex 10 coil (terumo), orbit complex standard coil (637cs2030/lot# unknown), ed soft coil (kaneka), ed 14 coil x4 (kaneka 4), micrusphere 10 coil (micrus and helipaq) 10 coil (micrus). The antiplatelet therapy consisted of aspirin 100mg/day: (B)(6) 2010, clopidogrel sulfate 75mg/day: (B)(6) 2010, heparin 5000u: (B)(6) 2010 (during the procedure), and cilostazol 200mg/day: (B)(6) 2010. The fusiform unruptured aneurysm measurement neck was 26.4mm and the neck to sac ration was 26.4mm/26.4m, and the parent vessel size/diameter proximally was 3.8 mm and distally was 3.7 mm. The patient's medical history consisted of prostate cancer. Neither, a cd copy of the procedure nor further information was available. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00403 and 1058196-2011-00404. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.